Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection was performed. Only the coil was returned. The coil was inspected and was found stretched. Microscopic inspection was performed. The zap tip shape and no damage noted. The interlocking arm of the coil was inspected and was found damaged. The fiber bundles were missing probably due to the coil stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the incompatibility between the catheter and the device used, the customer use a cobra catheter while the dfu states the use of a imager ii catheter. (B)(4).

Event description:
It was reported that the coil protruded from the tip of the catheter upon removal. The target aneurysm was located at the spleen renal vein. A 15mm x 25cm interlock¿-35 was selected to treat the aneurism. During the procedure, it was noted that the coil deployed prematurely inside the catheter when the tip of the coil was advanced over the catheter marker. An attempt was made to retract the coil without any efforts; however, when the system and catheter were removed from the patient's body, a little coil protrusion was observed from the tip of the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the coil protruded from the tip of the catheter upon removal. The target aneurysm was located at the spleen renal vein. A 15mm x 25cm interlock¿-35 was selected to treat the aneurism. During the procedure, it was noted that the coil deployed prematurely inside the catheter when the tip of the coil was advanced over the catheter marker. An attempt was made to retract the coil without any efforts; however when the system and catheter were removed from the patient's body, a little coil protrusion was observed from the tip of the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.